Event description:
Boston scientific received information that this patients competitor right atrial (ra) lead triggered a lead safety switch (lss) for low out-of-range (oor) pacing impedances of less than 200 ohms. There was also noise present which lead to several atrial tachy response (atr). The programming of the daily measurements for the atrial lead have been programmed off so they will not alert again. There are no plans for intervention at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.